Event description:
It was reported that the burr became stuck in the lesion. A 1.50mm rotalink plus was selected to ablate the right coronary artery (rca) target lesion. During procedure, the device was stuck in rca with very low speed and impossible to remove the burr. Patient has been bridged in emergency. The device was successfully removed after chest opening, ecc and bypass. The procedure was completed. No further patient complications were reported. The patient's condition post procedure was noted as excellent.